Manufacturer narrative:
(B)(6). Method - device not returned, f/u with company representative.

Event description:
It was reported that in approximately ten cases at four hospitals, "the hv-r bone cement took twice the time to get to doughy state in at least 50% of the cases. There were no changes to the preparation technique nor the temperature of the operating rooms compared to others. The cement leaked out of the bone filler devices (bfd) like liquid. They had to prepare the cement earlier for it to get to a doughy state before injecting into the pt." It was observed that some of the cement took 39-40 minutes to dough in the unused bfds. No add'l info was reported.